Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went up to 425 mg/dl. Customer reported that insulin pump had insulin flow block alarm. Customer declined to troubleshoot for high blood glucose. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies were noted during testing. (B)(4).